Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02, serial # (B)(4), description: scs-ipg-r.

Event description:
A report was received that a database analysis confirmed 12 high impedance contacts. A second database analysis confirmed 8 high impedance contacts, however the ipg was working as expected. The patient underwent a lead revision procedure, during which, the physician replaced the lead. During testing of the new lead with the original ipg there continued to be 5-6 high impedance contacts. The physician replaced the ipg and impedances were normal. The patient was reportedly doing well following the procedure.

Event description:
A report was received that a database analysis confirmed 12 high impedance contacts. A second database analysis confirmed 8 high impedance contacts, however the ipg was working as expected. The patient underwent a lead revision procedure, during which, the physician replaced the lead. During testing of the new lead with the original ipg there continued to be 5-6 high impedance contacts. The physician replaced the ipg and impedances were normal. The patient was reportedly doing well following the procedure.